Event description:
It was reported that an eva bag leaked total parenteral nutrition solution. The liquid was observed to leak from the bottom of the bag "in the site of the connectors." This malfunction was reported to have been observed prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination noted a leak from the device. Functional testing was performed and found the leak in the tube port seal. The cause of this condition was determined to be a machine used during the manufacturing process. Updates were made to the machine in order to address this issue. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.